Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead dislodgement occurred. The lv lead had backed out of the coronary sinus into the superior vena cava (svc). The lv lead appeared to have attached to the svc around the lead tip, and possible fibrosis to atrial lead. During attempt to remove the lv lead resistance occurred in the svc. The lv lead removal was abandoned, lead capped, and remains in the patient. No patient complications have been reported as a result of this event.